Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® edta 2k had a damaged cap. The following information was provided by the initial reporter: "this is a report about a damaged tube cap. According to the customer's report, a cut was found in the lower part of the cap."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/15/2021. H.6. Investigation: bd received 1 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged hemogaurd shield with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged hemogaurd shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that bd vacutainer® edta 2k had a damaged cap. The following information was provided by the initial reporter: "this is a report about a damaged tube cap. According to the customer's report, a cut was found in the lower part of the cap."